Event description:
Per the clinic, it was reported that the electrode array was found to be outside the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.